Event description:
Patient was in a code - radiology had responded to bedside - a chest x-ray was requested. The dr x-ray detector was under the patient, and a chest image was acquired. Before the tech could remove the dr plate from under the child, the physician called for defibrillation. Tech said they needed to remove the plate first but defibrillation occurred anyway. The x-ray unit is not working properly now.